Event description:
It was reported that an ultimum ev introducer, 18f, 30cm sheath was selected for use. When they had finished the procedure and closed the right groin puncture, the physician noticed that the tip of introducer was missing. The physician checked the groin under fluoroscopy and he found that the tip of the introducer was still in the artery. Surgery was performed to remove the tip of the introducer. The pt was reported in good condition.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The ultimum catheter introducer sheath instructions for use (IFU) warns the user to not attempt to insert a catheter having a distal tip or body size larger than the introducer size indicated. The IFU also states before proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device.